Event description:
It was reported to medtronic minimed that the customer experienced crack in the pump and screen got damaged. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1712kl was requested and customer response was the device returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Damage- cracked display window not confirmed at the front of the pump. Cosmetic damage (cracked case) was confirmed at the back of the pump. Unable to perform the required tests due to flashing white display. Display anomaly-flashing white display confirmed due to corroded electronic assembly and corroded lcd flex cable. Upload error confirmed (unable to download history files and traces using thus due to flashing white display). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.